Event description:
According to the initial information received, a patient underwent closure of their atrial septal defect with a 26mm amplatzer septal occluder (aso) in (B)(6) 2010. The patient has had followup studies revealing continued shunting. The aso was surgically explanted and surgically repaired on (B)(6) 2011.

Manufacturer narrative:
The 26mm aso was received at aga for analysis. The aso was significantly deformed and partially covered by fibrin tissue. The waist of the device measured 15mm in diameter and 10mm in thickness, which was significantly compressed and elongated. The distance between the discs was significantly increased, 10mm on one side and 18mm on the other side. The surface of the right atrial disc was completely covered by smooth, thin neo-intima, but the disc was significantly concaved. The left atrial disc was relatively flat and measured 40mm in diameter. The neo-initma covered 70% of the disc surface, and bare wires were noted on the remaining 30% of the disc; however, fibrin tissue covered the fabric patch. Three broken wires were found on the bare wires with one on the edge of the disc. The patches and threads were noted to be intact. The returned 26mm aso was confirmed to meet specifications but was significantly deformed. Device deformation could potentially delay the endothelialization process. The broken wires are suspected to be due to the surgical removal. The devices's manufacturing records could not be reviewed since the lot number was not provided. However, each device is inspected by certified operators to ensure each lot is acceptable during manufacturing and prior to shipment. Review of the medical records and images by aga's medical consultant resulted in the following findings: the first cd that was provided for review showed a fluoroscopic image of the aso while performing the push-pull maneuver. Intra-procedure ice images showed a thin, redundant septum primum and no aortic rim in one view. A thick limbus (superior rim) was noted. The septum primum flailed during cardiac systole and the opening of the defect measured as large as 16mm. There was significant overlap of the septum primum and secundum making this a long tunnel type communication. The tunnel measurement varied in different parts of the cardiac cycle. It appeared that a smaller aso was placed initially. The smaller aso was removed and replaced with a 26mm aso. Despite the larger aso, the right atrial disc barely covered the limbus. Three additional ttes obtained in (B)(6) 2010, (B)(6) 2011 and (B)(6) 2011 were provided. Each contained images with bubble studies performed at the conclusion of each echo. The bubble studies were significantly positive for a right to left shunt which was clearly suggestive of a residual communication through or around the aso. Of note was the significant protrusion of the aso into the left atrium. In some views it was very close to the mitral valve leaflet but did not touch it. The right atrial disc hugged the atrial septum but the left atrial disc was far from the septum. The position of the aso did not change over the time span of one year. According to aga's medical consultant, the following conclusions were drawn: this was a complicated pfo type morphology of a large atrial communication. This defect had a very thin, flailing, redundant and significantly overlapping septum primum. The septum secundum was also very thick. The defect was large but due to the morphology described above, difficult to measure optimally. The right atrial disc did not overlap the septum secundum (limbus) and increased the risk of a residual defect. In time, the right atrial disc slipped into the tunnel which tilted the aso and made the left atrial disc move farther away from the left atrial septum. Hence, the tilted orientation of the aso was seen in the follow-up echocardiogram. In atrial communications with pfo type morphology, it is crucial that the right atrial disc of the device cover the limbus.

Manufacturer narrative:
Aga medical could not evaluate the aso involved in this incident since it was not returned to us. Aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided.